Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 12.2 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind and displacement test. However, the insulin pump seated and failed sensor test due to motor assembly with moisture damage. Unable to perform basic occlusion test, force sensor test or verify no motor movement error due to motor anomaly. No cosmetic damage noted.